Manufacturer narrative:
The lot number for the event is unknown, therefore the manufacturing review could not be conducted. The device has not been returned for evaluation; therefore, the investigation is inconclusive for an allergic reaction as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model unknown powerline chronic catheter experienced an allergic reaction by the patient. This event was reported from a single source. This event involved a patient with no reported injury. The patient was reported as a female whose weight and age were not provided.